Event description:
This (B)(6) female patient was initially implanted a ncb plate femur, r, 9 holes, on (B)(6) 2012. On (B)(6) 2012, the patient underwent revision surgery due to a fall while climbing the stairs. It has now been reported that the patient is experiencing pain on her right thigh, and "it was seen that a new breakage (distal) of the plate." No alleged trauma was reported. No x-rays have been sent to support the event reported. A revision surgery has been planned. Additional information: (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available, an updated report will be submitted. (B)(4).